Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the during a device interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. Device data was sent to technical services (ts) for review. Upon review of the stored information ts confirmed the battery was depleting earlier than expected and suggested the device be explanted. Ts discussed appropriate approximate change out time frames, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.